Event description:
On (B)(6) 2024, the surgeon was performing a holmium laser enucleation of the prostate with morcellation. The laser fiber was assessed at the beginning of the procedure and was intact. The surgeon placed the slim line sis ez 550 laser fiber inside the 6fr open-ended ureteral catheter. The laser fiber was being actively used for the procedure when the laser fiber itself broke into two pieces outside of the patient. A loud noise "pop" was audible in the room for all parties to hear. No sparks or fire. The surgeon immediately requested the laser be turned off by the fortec laser rep. The fortec laser rep immediately turned off the laser. The two pieces of the laser fiber were retrieved. The surgeon assessed the patient internally with the cystoscope for any negative effects.